Manufacturer narrative:
(B)(4). The onset date of the event of peritonitis was initially reported as (B)(6) 2015, however, onset date could not clarified by the nurse. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The discharge date and patient outcome for this hospitalization was not reported. It was reported that in the month following the onset of the peritonitis event, the patient was re-hospitalized for the same event and was treated with intravenous gentamicin and vancomycin (doses and frequencies not reported). At the time of this report, hospitalization and treatment with gentamicin and vancomycin were ongoing. The patient was recovering. On an unknown date, pd therapy was discontinued, and the new modality for dialysis was not reported. No additional information is available.